Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery one month post-operative (total shoulder replacement) due to anterior dislocation of reversed shoulder. Explantation of the humeral insert only. Patient ID : (B)(6).

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery one month post-operative (total shoulder replacement) due to anterior dislocation of reversed shoulder. Patient ID: (B)(6).